Event description:
Customer reported via phone, the insulin pump kept alerting low battery and it keeps thinking the battery is dead. Sometimes he will just loosen the cap and retighten to make the insulin pump power up again. Customer changed the battery in the morning and it didn't powered, he took it out, reinserted it, and the device registered low battery. Customer didn't recall his blood glucose at time the issue occurred. Reoccurrence of alarm was noted in the alarm history. Customer was advised to clean battery compartment, wait a few seconds, and insert a new battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Current blood glucose was 250 mg/dl, treated with the insulin pump. Customer cleaned the battery cap with the eraser of the pencil.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.